Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician performed bench testing on model lap top ventilator 1000. The ventilator passed 103 hour extended tests at customer¿s settings. The ventilator also passed the lap top ventilator final test which includes many ventilation and alarm functions. External inspection does not reveal any abnormalities with the ventilator. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that a patient expired while connected to model lap top ventilator 1000. There are no allegations of a ventilator malfunction and the date of the patient's death was not reported. The customer reported that this was part of their standard procedure to get the ventilator evaluated post patient death.